Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. The photographs displayed a used 20ga insyte autoguard catheter. The tip of the catheter appears to be slightly deformed or damaged. There were no obvious kinks or bends observed. The photographs do not allow for a clear view of the catheter tip which prevents further observations from being made. The defect of catheter defective/damaged was confirmed. However, due to the image quality and the absence of a physical sample, a root cause cannot be determined. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte autog bc wing pnk 20ga x 1.0in, the device experienced a damaged, deformed, defective catheter tip. The following information was provided by the initial reporter. The customer stated: I had this report come over to me this morning that the IV would not advance into the patient and the nurse noticed that the plastic on the end of the catheter was bent up. This product was not held onto.